Manufacturer narrative:
Evaluation summary: the product stated in the complaint was not returned for review. Neither operative notes, x-rays, nor photos were provided. In general, one or a combination of the following factors can lead to the event described: lack of proximal support to the stem, increased micro-motion and fretting, improper placement of the stem and or other components, proper implant fixation not achieved / unstable implant, excess patient weight or medical disabilities that create or result in high stresses on the femoral component, deviation from proper surgical technique, damage to the stem or other components during implantation, patients with unrealistic functional expectations, physically active patients, lack of compliance with the rehabilitation program, impingement. This is not an exhaustive list. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised for a fatigue fracture of the stem/body junction. Good proximal bone stock was found, but the body did not osteointegrate. Stem was found to be well-fixed.